Event description:
In 2009, the pt/layperson called customer service after the casing of her onetouch ultra2 meter broke when dropped the meter onto concrete. Two days later, the pt reportedly had symptoms of "itchy skin and shaky." This senior medical surveillance specialist spoke with the pt on 11/17/2009 and obtained new info. When the pt broke her meter eight days prior to report, she elected to not inject her daily novalin 70/30 that day only, 15 units in the morning and 10 in the evening. Two days later, the pt was shaky (a symptom she has when her blood glucose is elevated) and her skin was "itchy." The pt borrowed her neighbor's one touch ultra2 meter obtaining "535 mg/dl". The pt injected 10 units of her novalin and then took a nap. Later the same day her blood glucose was 142 on the borrowed meter and the symptoms had dissipated. No other treatment was received. There is no indication the product contributed to the injury since the meter had been dropped. However, due to the elevated blood glucose that is associated with hyperglycemia the pt obtained on another meter when unable to test on her own, the complaint is classified. The meter, strips, and control were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.